Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient experienced post-operative pain at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was cut and the paddle portion of the lead was explanted. The lead tails remained implanted to plug the ipg port until (B)(6) 2020 wherein the remainder of the lead was explanted and a new lead was implanted. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.